Manufacturer narrative:
The patient¿s test strips have been returned on 1/16/2015 and evaluated by lifescan product analysis on 1/19/2015 with the following findings: the test strips involved with this complaint failed testing. The test strips were evaluated and the primary complaint was not confirmed; however, a secondary issue was noted when the test strips were found to have results below range when tested with control solution. A DHR (device history record) was completed on 01/16/2015 for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lsf) (B)(4), alleging that his onetouch vita enhanced meter read inaccurately. The complaint was classified based on the original customer service representative (csr) documentation. The patient reported that the issue started at 11:30am on an unknown date, when he obtained an alleged inaccurate blood glucose result on the subject meter of ¿169 mg/dl.¿ the patient manages his diabetes with insulin (no adjustments). It is not known how the patient was feeling at the time he obtained the alleged result. As a result of the reading he obtained with the subject meter, the patient reported that he administered an increased dose of insulin and ¿15 minutes¿ later developed a ¿cold sweat.¿ he then reported that he drank ¿coke¿ and ¿started to feel better.¿ at the time of troubleshooting, the csr noted that the subject meter was set to the correct unit of measure and the patient was using an approved sample site. Replacement products were sent to the patient. This complaint is being reported because the patient claimed he obtained an inaccurate reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (12/15/2014). The patient¿s meter has been returned on 12/3/2014 and evaluated by lifescan product analysis on 12/5/2014 with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.